Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump is not delivering insulin fast enough. Customer stated she uses the bolus wizard and enters the information but seems like it is taking longer to give insulin. Customer stated she doesn't know what is happening but she used to be able to treat and her blood glucose would drop faster, but now it takes longer it to go down. Customer was advised on how the active insulin is how much insulin is in her body already and not how much the insulin pump had left to give and the differentiation chart was referenced. Customer declined to troubleshoot and requested the device to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.